Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was confirmed by review of medical records received. Review of the available records identified the patient experienced moderate pain, no medications, severe m/l instability, rom 120°, pain 10/10 (severe), moderate-severe pain, swelling, constant clicking/grinding, mild stiffness, moderate-severe adls. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Month/ year of birth: (B)(6). Concomitant medical products: 42500006602, 63616591, femur cemented posterior stabilized (ps) narrow right size 9. 42532007102, 63886849, tibia cemented 5 degree stemmed right size e. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2021 - 00157. 3007963827 - 2021 - 00158.

Event description:
It was reported that patient underwent initial left total knee arthroplasty. The patient was progressing well until the 2 year visit when pain and swelling increased. At the three year visit, the patient reported severe pain, difficulty with adls, swelling, and constant grinding/clicking. No intervention has been performed to date. Attempts have been made and additional information on the reported event is unavailable at this time.